Manufacturer narrative:
Visual examination of the wells shows that the wells are (B)(6) in appearance, but being interpreted as negative. (B)(4).

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The sample was previously tested on the echo and resulted 3+ (B)(6) for anti-k.